Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted concomitant medical products: item number: unknown, item name: unknown cup, lot #: unknown, item number: unknown, item name: unknown liner, lot #: unknown, item number: unknown, item name: unknown stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09694, 0001825034 - 2018 - 09695. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. Attempts have been made and no additional information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this device did not cause or contribute to the reported event.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as this device did not cause or contribute to the reported event.